Event description:
Complainant alleged that during the incoming inspection of the product, the device would not discharge in sync mode. The complainant indicated that there was no pt involvement in the reported failure.